Manufacturer narrative:
Method: device history record review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - there is no information to determine if there was any malfunction of the insertion system, but a work-order search showed no similar complaints. The facility ascribed the event to loading error. (B)(4).

Manufacturer narrative:
Visual inspection of the returned product found the lens optic torn. Piece of optic and both loop haptics are torn off and missing. Lens was returned dry. There was evidence of clear surgical residue on product. (B)(4).

Manufacturer narrative:
Diopter: -2.00. Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Device evaluated by manufacturer? No - lens not returned. (B)(4). Method code: evaluation method: lens work order search results code: evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions code - (user error caused or contributed to event): based on the complaint history, it was determined that the root cause of this event was due to loading error. (B)(4).

Event description:
The reporter stated the surgeon implanted a aq5010v three piece silicone lens, -2.00 diopter into the patient's eye. The lens tore during insertion into the eye. The incision was not enlarged and the lens was cut to remove from the eye. A backup lens, same model and diopter was implanted and no suture was required. There was no patient injury. Cause of the lens tear was loading error.